Event description:
The customer reported that unit failed to alarm and a patient passed away. The device was in use at the time of the event. The patient passed away.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that unit failed to alarm and a patient passed away. The device was in use at the time of the event. The patient passed away.

Manufacturer narrative:
The remote service engineer(rse) was provided with a log file extract. A good faith effort was performed to clarify if the files showed that the device alarmed and functioned as expected, but no additional details were provided. The reported problem was not confirmed. If additional information becomes available, the complaint can be reopened and a supplemental report will be sent. Reporting institution phone: (B)(6). Reporter phone number: (B)(6).